Event description:
It was reported that the device was working intermittently and that one channel was used instead of four channels. There were no adverse consequences and no medical intervention. A delay was reported but the specific length of delay is unknown. ****update****there was a delay of 5-10 minutes.

Manufacturer narrative:
The device is not being returned to the manufacturer for evaluation.

Event description:
It was reported that the device was working intermittently and that one channel was used instead of four channels. There were no adverse consequences and no medical intervention. A delay was reported but the specific length of delay is unknown.

Manufacturer narrative:
Additional information was received by the customer. The delay was 5-10 minutes in length. This was not a clinically significant delay. Based on the clarification of time as being less than 30 minutes, this a non-reportable event.

Manufacturer narrative:
The reported event could not be determined as the device was not returned for evaluation. Since the device was not available for inspection a root cause could not be determined. Based on information from the IFU it is possible that the electrode placement was not correct or that the electrode placement was operating in a parallel mode.

Event description:
It was reported that the device was working intermittently and that one channel was used instead of four channels. There were no adverse consequences and no medical intervention. A delay was reported but the specific length of delay is unknown.